Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported the bottom two front teeth feel loose/wobbly. The patient stated that after wearing aligners for a few hours or more, I can press on tooth and see slight movement. When I take them out, by the afternoon I feel significantly less movement and tenderness but still slightly unstable. The patient provided a letter from their doctor saying that they need to stop treatment. The doctor indicated significant recession of their gums on the back of these teeth and the root is exposed to continue wearing the aligners damage their gums, the root, and continuing the treatment could result in tooth loss.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.